Manufacturer narrative:
One used cadd-legacy® 1 pump was received for investigation. A visual inspection revealed the device to be in good physical condition. Two no disposable alarms were found in the event history log. Simulated use testing recreated the error with a disposable attached. The root cause for the alarm was determined to be a missing cassette detection nub on the downstream occlusion sensor. A root cause for the missing nub could not be determined.

Event description:
It was reported that a cadd-legacy® 1 pump exhibited a "double beep no cassette" alarm and had a problem with the cassette sensor. No injury was reported.